Event description:
It was reported that the right ventricular (rv) lead had a fracture with high thresholds, high impedance, insulation damage, and oversensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, and returned product testing found the device did perform as described in the field action. (B)(4).